Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts with the ilet pump that persisted through restarts and contributed to hyperglycemia, with a reported blood glucose reading over 400 mg/dl and no associated symptoms. Symptoms included hyperglycemia. Outcomes included restoration of insulin delivery and return of glucose to 135 mg/dl after supply replacement and troubleshooting. Investigation included a dry run without insulin or connection that completed without issue, guided troubleshooting, and a full supply change including cartridge, tubing, infusion set, and insulin, followed by fill tubing to confirm flow. Investigation of this case revealed that the occlusion alerts were related to disposable supply issues since the device functioned normally off-line and delivery resumed after replacing the cartridge, tubing, infusion set, and insulin, with visible drops observed during fill tubing. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or supply-related occlusion resolved by supply replacement and proper priming.